Event description:
Caller reported a malfunction on pump leading to blood glucose level exceeding 500 mg/dl with specific value unknown, as it displayed "high." Correction was made via manual injection, and no third-party assistance was needed. Although the malfunction code was initially reset by technical support, it recurred, prompting a decision to replace the pump. Customer was informed about receiving a replacement pump with updated software, backup therapy using manual injections, and instructions for returning the malfunctioning pump. Shipping details and necessary steps for receiving and storing the replacement were communicated and acknowledged.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Cts to replace pump, customer will rely on multiple daily injection to ensure delivery of insulin therapy.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Cts to replace pump, customer will rely on multiple daily injection to ensure delivery of insulin therapy.